Manufacturer narrative:
Follow-up #1: date of submission 03/09/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: during testing, the pump was powered on and the display screen appeared blank. The pump casing was observed to be cracked near the case seal. A leak test was performed and failed, indicating a leak at the crack in the casing. The pump case was removed, and evidence of moisture ingress was found. Due to moisture damage, further testing could not be completed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was dim. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.